Event description:
Additional information received: product: 302830, lot: 4029814, date of incident: (B)(6) 2024, patient harm: no. Material#: 302830 and batch number#: 4029814. It was reported by customer that when nurse was opening sterile syringes noted several were not sealed. Verbatim#: when nurse was opening sterile syringes noted several were not sealed. All from same lot, and not used on patients.

Manufacturer narrative:
Pr (B)(4). Follow up for device evaluation: it was reported several sterile syringes were not sealed. To aid in the investigation, four samples in their packaging blisters and one photo was provided for evaluation by our quality team. A visual inspection was performed, and one side of the packaging blister is not sealed. The packaging blister top web is short by 3/16". The photo shows a packaging blister with one side not sealed. No other defects or imperfections were observed. This defect could occur if the top web was misaligned during the packaging process. A device history record review was completed for provided material number 302830, lot 4029814. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the packaging process was performed. The settings were correct, the top web was aligned, and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material#: 302830. Batch number#: 4029814. It was reported by customer that when nurse was opening sterile syringes noted several were not sealed. Verbatim#: when nurse was opening sterile syringes noted several were not sealed. All from same lot, and not used on patients.

Manufacturer narrative:
(B)(4) follow up. It was reported several sterile syringes were not sealed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a packaging blister with one side not sealed. No other defects or imperfections were observed. This defect could occur if the top web was misaligned during the packaging process. A device history record review was completed for provided material number 302830, lot 4029814. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the packaging process was performed. The settings were correct, the top web was aligned, and the flow of product was good. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 302830 batch number#: 4029814. It was reported by customer that when nurse was opening sterile syringes noted several were not sealed. Verbatim#: when nurse was opening sterile syringes noted several were not sealed. All from same lot, and not used on patients.